Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon analysis, the pacemaker's auto capture algorithm setup tests were failing, and the ventricular auto capture threshold was high. Programming changes were made. The patient was stable.